Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to obtain an ECG signal via defib pads. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.